Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 after inserting a tibial nail ex with proximal bend through a suprapatellar approach, the connecting screw that attached the suprapatellar insertion handle to the tibial nail would not loosen, and appeared that it was "spinning" inside the handle. There was a 25 minutes surgical delay. Procedure and patient outcome were unknown. This report is for one (1) ball hex screwdriver 8mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history (lot) part# 03.010.092. Lot# l392079. Manufacturing site: werk hagendorf. Release to warehouse date: 25 aug 2017. Supplier: n/a. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ball hex screwdriver 8mm was stripped and worn from the hexagonal tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. A functional test was performed, the screwdriver was inserted into the connecting screw and it would not hold the screw. The complaint condition was able to be replicated. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of ball hex screwdriver 8mm would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed - yes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.